Event description:
It was reported that the air dermatome was not cutting and grabbing skin. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
Device was not returned for evaluation. A follow up medwatch will be submitted if the device is returned.